Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not holding the basal settings after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: the pump booted to the verify screen with audio and vibration features. The pump was exercised for 24 hours at 1.0 unit/hour basal rate with no errors, alarms, or warnings occurring at this time. The battery was removed for 5 minutes at the end of 24 hours to simulate a battery change. The battery was replaced and the pump powered on with the 1.0 unit basal rate programmed in the pump with no changes observed. The original complaint could not be duplicated. The returned battery and cartridge caps were used to complete testing.